Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. The physician successfully deployed the device, but was unable to remove the device. A small cut-down was required to remove the device.

Manufacturer narrative:
Based on available information, device malfunction could be identified. We were not able to perform device inspection or device history record review in this case. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.